Manufacturer narrative:
This report is submitted on 15 oct 2020.

Manufacturer narrative:
This report is submitted on august 10, 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted on (B)(6) 2020, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
It has been reported that the patient experienced an extrusion of the receiver/stimulator. This report is submitted on september 11, 2020.